Event description:
It was reported that the pump usb port was damaged resulting in difficulties charging the pump. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
Device not returned.